Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On 19-sep-2022, the patient reported that the infusion set's tubing was detached from the site location on (B)(6) 2022 while sleeping. Therefore, the patient's blood glucose level was 9.2 mmol/l. The site location was patient's abdomen, and the location of pump was same side of the infusion set. Moreover, the infusion set was used for 2 days and was not exposed to extreme temperatures and humidity. Further, the pump was not dropped with the set connected to patient's body. No further information was available.